Event description:
During functional testing, the device displayed "defib fault 78", "defib fault 108", "defib fault 79", discharge fault" and "defib fault 72" messages. There was no patient involvement in the reported malfunction.